Manufacturer narrative:
Qn# (B)(4). The customer returned one unit 5-10316 et tube, hvt, 8.0 for investigation. The returned et tube was visually examined with and with out magnification. Visual examination of the returned et tube revealed that the sample appears typical. A functional inspection was performed to attempt to inflate and deflate the balloon cuff on the returned et tube. No leaks were detected. Both the pilot balloon and balloon cuff were able to deflate. No functional issues were found with the returned sample. The device history review could not be conducted since the lot number was not provided and a potential lot number could not be found by looking at the sales history. A corrective action is not required at this time as the complaint could not be confirmed. The returned et tube was able to inflate and deflate with no difficulty. All et tubes are 100% inspected for inflation and deflation during manufacturing. All et tubes are inflated for 4 hours and then deflated to confirm proper assembly. The reported complaint of leak - device leak - cuff could not be confirmed based upon the sample received. The returned et tube was able to inflate and deflate with no difficulty. No functional issues were found with the returned device. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
Reported issue: the cuff deflated and the patient had to be extubated and then reintubated. No injury reported.

Manufacturer narrative:
(B)(4). A visual inspection of the product involved in the complaint could not be conducted since the product was not returned. The part number reported is not being manufactured currently, however, another part number from the same family was use for the verification of failure mode reported in the current manufacturing process and was conducted and issue reported leak-device leak-cuff was not observed in the current manufacturing process. The device history review could not be conducted since the lot number was not provided. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. The customer complaint cannot be confirmed since the product sample is not available to perform a proper investigation and determine the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
Reported issue: the cuff deflated and the patient had to be extubated and then reintubated. No injury reported.